Event description:
Subsequent to the initial filed report, additional information was received. The patient reportedly did not show any adverse symptoms as a result of the foot remaining in the anatomy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported foot separation was confirmed. The reported difficult to insert in the anatomy could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The device was advanced against resistance. It should be noted that the electronic prostyle instructions for use (eifu), states: do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. In this case, it doesn¿t appear that the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
H6: device code 2017 clarifier - against resistance. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two prostyle devices using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, when attempting to place the first prostyle suture, there was significant resistance noticed. There was no blood flow from the marker lumen, despite successfully flushing prior to use. The physician removed the device from the anatomy; as it was being removed, the suture came out of the device. The plunger had not been deployed. A second prostyle was attempted. Again, significant resistance was felt when inserting the device however, positioning was successful. On removal of the device, it was found that the foot had broken off into the patient. The foot remains in the patient. The use of prostyle devices were abandoned and the sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 20f and the tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.